Event description:
The pt underwent CABG with placement of the lima to the lad and svgs with connectors to the rca and lad-diagonal. 279 days postoperatively, the svg-rca was 90% stenosed at the connector and 90% stenosed distally. Two stents were placed.